Event description:
Nidek inc received a complaint from a customer on (B)(6) 2015. Doctor complained that he noticed low power with yc-1800 sn (B)(4) during the surgery. Doctor explained that he had to fire more shots than usual and increase the power to complete the procedure. Doctor also mentioned due to this power issue one of his patient had a large floater.

Manufacturer narrative:
The affected device was not returned to nidek for evaluation. However, a nidek field service engineer (fse) had conducted an on-site evaluation and the device was tested for proper operation. The treatment output energies were checked and were within specifications. Auto calibration was performed. On evaluation fse found that the illumination tower was straight in the center that was blocking the yag laser beam which has caused the low power. (Reference: green laser photocoagulator model gyc-1000 combination delivery unit gyc2sz-3a operator's manual; s5 operating procedures; 5.2 preparing for laser emission; 6 examine the patient's eye before the laser emission: caution). Fse instructed customer to move the light tower to left or right 10 degree from the center to avoid blocking of the laser beam. Nidek clinical specialist contacted customer to gather additional information regarding the complaint and confirmed that only one patient have been affected due to the issue. The patient was in the recovery phase at the time. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.